Event description:
It was reported that pump housing around usb port was damaged after pump was dropped, which caused screws to no longer hold plastic piece in place, prevented charging, and led to pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.